Manufacturer narrative:
Concomitant medical product: central venous line (cvl). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the PICC line's white lumen was infusing heparin100 units/ml when it was noted that blood was backing up. The PICC was unable to be flushed and administration of tpa was unsuccessful. The PICC had to be removed and the infusion was moved to the distal lumen of the central venous line (cvl). The customer alleges that the maxzero¿ valve is not working correctly and was causing the occlusion. There was no report of patient harm.

Event description:
The customer reported that the PICC line's white lumen was infusing heparin100 units/ml when it was noted that blood was backing up. The PICC was unable to be flushed and administration of tpa was unsuccessful. The PICC had to be removed and the infusion was moved to the distal lumen of the central venous line (cvl). The customer alleges that the maxzero valve is not working correctly and was causing the occlusion. There was no report of patient harm.